Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer meshgraft ii unit will not catch the graft. The customer said that it chews up graft. The screw also came out of the handle. Add'l clinical f/u with the hosp indicated that the initial graft was not able to be used and an add'l donor site harvest was required.